Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement surgery the company representative's tablet would not respond to touch and was frozen on the interrogation screen. The tablet had functioned properly the day before and the tablet was charged over night. The tablet was completely powered off and back on however the issue persisted. The surgeon's tablet was then used and the patient was successfully interrogated during surgery. The company representative was provided with a new tablet. The manufacturing records of the tablet were reviewed and it indicated that the tablet passed qc inspection. The frozen tablet has not been received to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the tablet. Upon receipt it was noted that the main battery had been depleted so the tablet was connected to a known good power source. The tablet was then able to be successfully powered on and booted to the vns welcome screen. However the pa lab was unable to perform interrogations and noted that the touchscreen was unresponsive. The tablet case was opened and visual analysis did not find any anomalies on the main board or cables. The tablet display was then replaced with a known good display and the lab was able to successfully perform interrogations or diagnostic tests. The main battery was then fully recharged and the tablet performed to functional specifications. The pa lab confirmed that the tablet screen was unresponsive and noted that it was associated with a defective touchscreen display.

Event description:
The tablet was received and is currently pending product analysis.